Manufacturer narrative:
H6: additional method code: 4110. Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned for evaluation. The provided x-rays show that the superior endplate has anteriorly migrated from the disc space. Additionally, the provided photo of the poly-core shows it has fractured into three pieces. Root cause: this event could be attributed to an event post-op as reported, or other unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address radiculopathy caused by a post-op mobi-c core fracture at c5/c6. The superior endplate had also shifted forward to where it was 2-3mm proud of the vertebral body. The implant was removed and converted to acdf using competitive product.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The reporter provided a copy of voluntary medwatch 3500, but there is not a report number associated with it.

Event description:
It was reported that a revision surgery was performed to address radiculopathy caused by a post-op mobi-c core fracture at c5/c6. The superior endplate had also shifted forward to where it was 2-3mm proud of the vertebral body. The implant was removed and converted to acdf using competitive product.